Event description:
It was reported the pt was experiencing ineffective stimulation. Reprogramming was unsuccessful. The physician repositioned the lead and the pt reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.